Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged speaker and vibrator issue was verified, but the low bg undefined issue could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 48-49 mg/dl. Reportedly, customer was exercising and couldn't hear alerts. Customer consumed carbohydrates to address bg level. Customer did not have alternate insulin therapy available and contacted the healthcare provider to obtain alternate insulin therapy.